Manufacturer narrative:
(B)(4). Scissored. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed the remaining clips as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, a potential cause is incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip did not close down all the way. The second clip fired fine. The third clip scissored. The next few clips did not crimp down completely. They were not completely forming. The first four clips were on the cystic duct and the next four clips were on the cystic artery. The surgeon was able to get enough clips to form correctly without having to open another device. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Multiple what vessel or structure was the device fired on at the time of the event? Cystic duct and cystic artery. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? No.